Event description:
Caller states that during a correlation study the following coaguchek s/laboratory results were obtained: 2.8 inr/2.1 inr; 4.8 inr/2.4 inr. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.